Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for one pt. Two samples from a pt gave accu tni results of 1.30ng/ml and 1.90ng/ml. The samples were re-tested and repeated results were 0.45ng/ml. The specimens were tested via an alternate methodology for troponin and 0.000 (units unk) results were obtained for both samples. There was no effect to pt treatment in connection to this event.

Manufacturer narrative:
The specimens were collected in plastic bd lithium heparin plasma tubes with gel separator. The samples were centrifuged for ">5" minutes. Per customer, qc was within established ranges. Customer stated that the last system check passed within specs. Per customer, the instrument is well maintained following bci guidelines. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.